Event description:
It was reported that the pt received ems treatment for hypoglycemia.

Manufacturer narrative:
The pt reported that the pump history was inaccurate. The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was operating within required specs and delivery accuracy. The pump history was found to be recording properly.